Event description:
It was reported while a patient was in the hospital on a previous reported event for transient ischemic attack (tia) the patients blood glucose level had decreased to 10 mg/dl while wearing a pod between 4 and 24 hours. The patients reported last bolus was between 5 pm- 6 pm. The patient was sweating and was awoken by a nurse due to their low blood glucose level. The patient was treated with intravenous insulin. The patient is currently in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.